Manufacturer narrative:
There was no patient involvement. It is unknown when device became bent. Lot number is unknown. Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a functional inspection of a double drill sleeve in the sterile processing department (spd) on an unknown date, that the 1.1mm portion of the drill sleeve was noted to be bent and would not allow passage of the drill bit. The drill sleeve has been removed from the service until a replacement can be provided. There was no procedure and patient involvement. Concomitant device: drill bit (part: unknown, lot: unknown, quantity: 1). This report is for a 1.5/1.1mm double drill sleeve for 1.5mm cortex screws/red. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.